Event description:
Upon completion of the CT of the chest (with contrast), the pt was assisted off the exam table. The pt immediately began complaining about weakness and shortness of breath. At this point, the staff assisted the pt onto a stretcher, elevated the feet and summoned a radiologist. Radiologist directed the staff to take the pt to the ER. On CT scans, the radiologist discovered 20cc of air in heart. It appears that air was somehow introduced into the venous system.